Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2008. Subsequently, a revision procedure was performed on (B)(6) 2014 due to pain and instability. The acetabular cup and modular head were removed and replaced with competitor acetabular components and a biomet head.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: possible adverse effects states, "intraoperative or postoperative bone fracture and/or postoperative pain". This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-07083 & 07084)